Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Through additional investigation, it was identified that we inadvertently reported that surgical intervention was performed, and the rv lead was capped. This did not occur with this patient. All available information indicates that both the device and lead remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead pacing impedance measurements. Current measurements are greater than 2000 ohms. There was also evidence of oversensed noise. The lead was capped and replaced without incident. Besides surgical intervention, no adverse patient effects were reported.